Event description:
An optometrist reported that one month following lasik surgery the pt reported experiencing occasional dryness and glare in the right eye. The symptoms are improving. No intervention was reported. Per the optometrist, during the examination, striae were noted on the corneal flap. Additional info has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on co acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).